Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "tubing on the cannula has holes." Alleged defect detected during use. No harm or injury to the patient. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The actual sample involved in the reported complaint was not returned for evaluation; therefore, the complaint could not be confirmed. In the current manufacturing procedure 100% leak testing is conducted at the assembly area; therefore, any defects would be detected prior to release from the manufacturing facility. As the actual sample was not returned, ten samples of the same catalog number were selected from current production at the manufacturing facility. A visual exam was performed and no defects were observed. In addition, the samples were leak tested and no issues were detected. It is possible that this defect occurred due to mishandling of the product. The failure was reported during use on a patient. The tube must be soft and flexible in order to meet the hfnc oxygen therapy and user requirement; thus it is prone to tears and pin holes when it is over pulled and stretched. The instructions for use (IFU) mentions that the tubing should not be stretched to remove condensation, or damage/malfunction may occur.

Event description:
Customer complaint alleges "tubing on the cannula has holes." Alleged defect detected during use. No harm or injury to the patient. Patient condition reported as "fine".